Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated sic (sensing integrity counter) on the right ventricular (rv) lead this year compared to the past year. The rv lead remains in use. No patient complications have been reported as a result of this event.